Manufacturer narrative:
The ge service representative conducted an onsite investigation. The collimator and the collimator stops were calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a cycle power error message and the collimator was stuck. No patient injury was reported.